Event description:
The distributor contacted animas on (B)(6) 2013 and reported the audio bolus button was unresponsive. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged button response issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the bolus button was found to be hard to press and intermittently responding to presses. The bolus button cover was removed and the internal button plug was found to be misaligned.